Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's mother that she was looking for a neurosurgeon that she could see quickly. It was explained in about the middle of (B)(6) 2016, the patient's behavior changed and the mother was unable to hear his voice change. The patient was taken into the neurologist on (B)(6) 2016. When the vns was checked, high impedance was observed and it was noted to be in the 8600 ohms range. Additionally, it was noted when using the magnet, nothing would happen and it was believed the patient was not receiving therapy which affected his day to day. It was later reported the patient had surgery on (B)(6) 2016, but it is unknown what actions occurred during the surgery. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
(B)(4). Brand name; corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report. Type of device; corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report. Model #; corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
It was reported the model 105 generator was prophylactically replaced with a model 106 generator. The lead was removed and a fracture was noted. The lead was replaced with a 2.00mm lead. It was noted the explanted devices were discarded and are not expected to be returned for product analysis.